Event description:
It was reported that an ilet user became stuck on the fill tubing screen while checking insulin units and required guidance to exit, during which the user briefly disconnected and then reconnected, after which insulin delivery resumed and the pump returned to the home screen. Symptoms included hyperglycemia, 252 mg/dl, with the user attributing the elevated glucose to overtreatment of an impending low with carbohydrates. Outcomes included temporary elevated glucose without alerts, alarms, or need for medical intervention. Investigation included user support troubleshooting and education on proper hypoglycemia treatment. Investigation of this case revealed no device malfunction or component failure and indicated user interaction with the fill tubing function and overtreatment behavior as the contributors. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate user understanding, mitigated through education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.